Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no physical abnormalities. Functional testing found the handle had 262 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the device did not work as expected. The reported issue was confirmed. The most likely cause was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the demonstration handle did not turn on, there was no sign of power. It was noted there was an error code on the 2nd handle. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found several instances of fpga (field programmable gate array) reprogram/reset failures. System logs showed that the handle fails for motor test due to fpga reprogram reset failures.